Manufacturer narrative:
Device was used for treatment, not diagnosis. This report was created to mimic the initial report submitted for this case under cw complaint # (B)(4). The MFR number for that report was 2520274-2012-02729. This report is being forced to the complete phase as it was already submitted in 2012. A follow up with the new information will be submitted via etq with the new MFR number. On december 19, 2019, it was requested the initial report with the new MFR number be submitted. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A device report from oberdorf indicated a hospital in (B)(6) reported: patient was implanted on (B)(6) 2012 with low profile pelvic plate. When patient was walking the plate broke, date unknown. Patient returned to or on (B)(6) 2012 the plate was removed.

Manufacturer narrative:
Additional narrative: information submitted on initial medwatch with MFR 2520274-2012-02729 (under complaint # (B)(4)). Updated information for supplemental report with new MFR 2520274-2016-13992 (under com-(B)(4)). Patient weight is unknown. Additional product codes for this report include ktt. Partial UDI number: (B)(4), lot unknown. The complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact number: (B)(6). Corrected information for supplemental report with new MFR 2520274-2016-13992 (under (B)(4)). The exact date of post-operative device breakage is unknown; however, the issue was reportedly discovered on or around (B)(6) 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification/update: this complaint was originally received in september, 2012 and reported under complaint number (B)(4) with MFR 2520274-2012-02729. This report contains updated information for that case file under its new case number (B)(4) with MFR 2520274-2016-13992. Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a patient underwent a revision procedure due to post-operative plate breakage. The original treatment for a symphysis pubis fracture was undertaken on (B)(6) 2012 and involved the insertion of an 8-hole low profile pelvic reconstruction plate. On an unknown date in (B)(6) 2012, a break in the plate was identified. The patient returned to the operating room on (B)(6) 2012 for revision. No additional information pertaining to the results of that procedure or the patient¿s outcome were available. It was later noted that the original procedure undertaken to treat the fracture was the standard at the time. However, the plates used by the surgeon were not indicated for such treatment. This report is 1 of 1 for (B)(4).